Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the device's electronic records from the event for review and observed that the device's charge was removed due to the device showing leads off and not recognizing a patient connection. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient while they were implanting an automatic implantable cardioverter-defibrillator (aicd). The users put the patient into v-fib and then the aicd failed. They tried to use the aicd and it failed again. They then charged the device and tried to shock the patient and it did not deliver a shock and the patient's ECG went to a dashed line. They charged the aicd and the device again and were able to deliver a shock to the patient with both devices at about the same time. The patient's rhythm was successfully converted. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer informed physio-control that no additional patient information is available.

Manufacturer narrative:
Physio-control received additional patient information from the customer. Patient information fields a2 and a4 have been updated.

Event description:
The customer contacted physio-control to report that they were using this device on a patient while they were implanting an automatic implantable cardioverter-defibrillator (aicd). The users put the patient into v-fib and then the aicd failed. They tried to use the aicd and it failed again. They then charged the device and tried to shock the patient and it did not deliver a shock and the patient's ECG went to a dashed line. They charged the aicd and the device again and were able to deliver a shock to the patient with both devices at about the same time. The patient's rhythm was successfully converted. There were no reports of any adverse effects to the patient as a result of the reported issue. The customer informed physio-control that no additional patient information is available.